Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: h4: the device manufacture date was unavailable in the initial medwatch report. The date been updated accordingly. Investigation summary - the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The complaint device was received and evaluated. The device was received in used condition, as expected in type of reusable device. Foot switches, connector and pins do not show structural anomalies. The power cord shows several marks of heavy used, also it had heatsinked, it was removed from the cable and no wires exposed were found. The device was connected to a test generator, and it did not work, no shorts were detected. The device structural condition was reviewed with the manufacturer with the following results: the device is out of the guaranty period, therefore atl UK would not authorize its return. There are black residues of potcompound in the aluminum strain relief, which is a silicone used in the assembly of the cable, this could indicate that the cable has been pulled. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the power cord condition this complaint was confirmed, however no short were noted. The manufacturing date of this device is 2021 and hence indicates that it is 2years old. The possible root cause for the non-working device can be attributed to continuous use and procedural variables, such as handling of the device, the cord may have been roughly pulled and consequently cause a damage in the internal device components, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by sales rep on 10/27/2023 that the vapr 3 footswitch device had a short in the cable. There was no procedure nor patient involvement reported. No additional information was provided.